Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. It was noted on (B)(6) 2016 the max rv thresholds measured 2.5 v. (B)(4).

Event description:
It was reported that the day following the implant procedure, the patient experienced chest pain and a sudden increase in right ventricular (rv) lead bipolar capture thresholds was observed, along with a slight increase in unipolar capture threshold. It was noted a chest x-ray and echocardiogram were performed within normal limits and the patient will be monitored. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.